Event description:
It was reported that a cadd® cadd-prizm® vip system had ec 10102. There is no report of any patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10102 was verified. The event log did not show the error. The microprocessor board will be replaced in service. Use testing was performed. The problem source is the microprocessor board.